Manufacturer narrative:
The following additional information received per the medical records state that the patient has a medical history of deep venous thrombosis in the left leg and some bleeding on anticoagulation. During the implant procedure, the right common femoral vein was accessed. An inferior vena cavogram was used as a guide to place the trapease filter just below the level of the renal veins. A CT scan of the patient¿s abdomen was performed sixteen years and eight months post implant. The filter was confirmed to have penetrated the ivc wall.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The initial information provided indicated that the filter subsequently malfunctioned and caused filter tilt. Additional information received indicated that the filter perforated the inferior vena cava (ivc) wall and the ivc was stenotic below the level of the filter. According to the medical records, the indication for the filter placement was a history of left leg deep vein thrombosis and some unspecified bleeding while on anticoagulation. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. Approximately fourteen years and eight months post implant, the patient underwent an abdominal computed tomography (CT) scan. The CT report noted an ivc filter in place with the proximal tip lying approximately 1.0cm below the level of the renal veins. The proximal tip is tilted posteriorly; medially, a prong has penetrated the ivc wall about 3mm; and anteriorly, a prong has penetrated the ivc wall about 3mm. The filter appears to be intact. Below the level of the inferior vena cava (ivc) filter, the ivc is stenotic. There is currently no additional information available for review. The product was not returned for analysis. The device history record review could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received: the medical records state that the patient had a medical history of deep venous thrombosis (dvt) in the left leg and some bleeding on anticoagulation. During the implant procedure, the right common femoral vein was accessed. An inferior vena cavogram was used as a guide to place the trapease filter just below the level of the renal veins. Approximately fourteen years and eight months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan. The CT report noted an ivc filter in place. The proximal tip lies approximately 1.0cm below the level of the renal veins. The proximal tip is tilted posteriorly; medially, a prong has penetrated the ivc wall about 3mm; and anteriorly, a prong has penetrated the ivc wall about 3mm. The filter appears to be intact. Below the level of the inferior vena cava (ivc) filter, the ivc is stenotic. Other CT findings reported, included changes in the lung bases consistent with chronic interstitial lung disease appearance suggestive of idiopathic pulmonary fibrosis (ipf); a hypodense lesion in the lateral aspect of the right hepatic lobe; multiple non obstructing bilateral renal calculi and bilateral renal cysts; a hiatal hernia and a periumbilical hernia, in addition to heavy calcification of the coronary arteries.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received: the medical records state that the patient had a medical history of deep venous thrombosis (dvt) in the left leg and some bleeding on anticoagulation. During the implant procedure, the right common femoral vein was accessed. An inferior vena cavogram was used as a guide to place the trapease filter just below the level of the renal veins. Approximately fourteen years and eight months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan. The CT report noted an ivc filter in place. The proximal tip lies approximately 1.0cm below the level of the renal veins. The proximal tip is tilted posteriorly; medially, a prong has penetrated the ivc wall about 3mm; and anteriorly, a prong has penetrated the ivc wall about 3mm. The filter appears to be intact. Below the level of the inferior vena cava (ivc) filter, the ivc is stenotic. Other CT findings reported, included changes in the lung bases consistent with chronic interstitial lung disease appearance suggestive of idiopathic pulmonary fibrosis (ipf); a hypodense lesion in the lateral aspect of the right hepatic lobe; multiple non obstructing bilateral renal calculi and bilateral renal cysts; a hiatal hernia and a periumbilical hernia, in addition to heavy calcification of the coronary arteries.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury filter tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.